Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead (rv) exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. There were no patient consequences.